Event description:
Hcp reported pt experienced an overdose following a pump implant. The pump was misprogrammed and was dispensing medication at a purge rate. The drug concentration and type values were not updated to reflect the current pump medication. The pt was sent to the recovery room following surgery. Six hrs later the pt became obtunded and their blood pressure was labile. The pt was intubated and the pump was stopped. Physostigmine was given every 10 minutes x8. The pt was reported to be in a coma for 5 days. The pt has since recovered and, to date, there have been no signs of permanent neurological deficits.